Event description:
According to info received in 2007, this physician had a case that resulted in possible invagination. Gore made several attempts to get further info without success. No further info will be obtained.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.